Event description:
Additional information received reported that the cause of the event was that the family did not know how to turn the system on. The patient did not remember how to use patient programmer (pp). Patient outcome was reported as no injury and the patient recovered without sequelae. It was also reported that the patient's system was turned off after surgery/implant. The patient was instructed by the neurosurgeon to leave the system off. At the time of the report the patient was getting stimulation/coverage.

Event description:
It was reported the patient was implanted with a spinal cord stimulator 3 hours ago (and was still in the hospital) and it was ¿no longer working.¿ it was reported the patient felt no stimulation sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).